Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4, and the video baton used in the event will be returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on (B)(6) 2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. At this time, the video baton used in the event has not been returned to verathon for evaluation. As a result, the cause could not be conclusively determined; however, it is likely that the age of the device, three (3) years, caused or contributed to the event. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was flexed. No delay in the procedure, use of a backup device, or harm to the patient or the user was reported.

Manufacturer narrative:
The customer returned their glidescope avl video baton 3-4 for further evaluation. A verathon technical service representative evaluated the returned video baton and was able to duplicate the reported issue. It was found that when the cable was manipulated, the image displayed would turn to static. Since the customer received a replacement and there are no repairs available for this device, the baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.